Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the 900rd010 adjustable t-piece and resuscitation circuit was defective as it was not delivering enough pressure. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint 900rd010 device was returned to fisher & paykel healthcare (B)(4) for inspection. The complaint device was performance tested and tested in a water bath to check for leaks. Results: the performance test revealed that the unit passed all relevant functional checks required for the device. The water bath test revealed that no leak was found on the complaint device. A lot check revealed no other complaint of this type for lot number 110429. Conclusion: the reported fault was unable to be replicated as no fault was found with the complaint device. The proper peep was obtained at each flow rate with the complaint device, as specified in the product technical manual.

Event description:
A hospital in (B)(6) reported that the 900rd010 adjustable t-piece and resuscitation circuit was defective as it was not delivering enough pressure. No patient consequence was reported.